Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested as abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. Three days after the event, the patient was hospitalized for peritonitis. The patient was treated with vancomycin and amikacin (doses, frequencies and routes not reported). The cause of peritonitis was a breach in aseptic technique. The patient and relative were retrained on proper aseptic technique. Outcome of the event was not reported. No additional information is available.